Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pocket heating at the ipg site. The heating sensation occurs when stimulation is off and when the pt is not recharging the ipg. The pt may discuss the issue with his doctor on a later date. Attempt to gather additional info was unsuccessful. No further info is available at this time.